Event description:
It was reported that pump displayed malfunction code and could not be reset, and caller declined to provide information about whether blood glucose exceeded specified level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support confirmed shipping of replacement pump, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.